Event description:
Dvt (deep vein thrombosis) thrombectomy performed on label for massive femoral dvt. Device malfunctioned and aspirated wire and spun in controlled causing embolization of fatal pe (pulmonary embolism). FDA safety report ID# (B)(4).